Manufacturer narrative:
The procedure was an elective case. The target lesion was the mid and proximal lad. The vessel was an isr of a bms (pixel, 2.5/28mm) and bifurcated lesion classified as type c. The lesion length was 40mm and vessel diameter was 2.5mm. Pre-dilatation was not conducted. The first 2.5x18mm cypher des was deployed at 14 atms for 60 seconds. Followed by deployment of a second 2.5x28mm cypher des at 16atms for 60 seconds at the proximal end of the initially implanted cypher; implanted in an overlapping fashion. Post-dilation was conducted within a 2.5x20mm balloon at 20atms for 60 seconds. Ivus was conducted and the results were satisfactory. The residual % of stenosis was 0%. Timi flow pre and post procedure was iii. Act was not measured. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two product being reported for the same event. Please reference manufacturing reports #: 9616099-2007-00306 and 9616099-2007-00307. Any additional info will be submitted within 30 days of receipt.

Event description:
The following report was rec'd from the affiliate: approximately three days post index procedure the pt complained of chest pain and returned to the hosp. A cag was conducted and thrombus was observed inside the implanted cypher stents. To treat the thrombus, aspiration and poba was conducted at 20atms. Inflation time was unknown. At the time of this report the pt was in stable condition. The physician's comment: the probable cause of the thrombotic event was because the cypher implanted inside the partially calcified isr was under dilated. It is not related with cypher's product defect.